Event description:
Customer reported device was reading high. Device = 414 mg/dl. An hour later, device = 419 mg/dl. Another hour later, device = 290 mg/dl. Three hours afterwards, device = 362 mg/dl. Customer stated dosing insulin several times. At 8 am the next day, customer was shaky and weak. Customer's spouse gave customer orange juice and a candy bar. Control information was not provided. A request was made for the return product and replacement product was sent.